Manufacturer narrative:
Patient weight not available from the site. Device lot number not available as the site discarded the part before the lot number could be documented. A manufacturer representative went to the site to test the navigation system. The system performed as intended. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument being used intra-operatively of a cranial biopsy. It was reported that while navigating a biopsy needle case (using needle to extract puss from an abscess), the surgeon removed the needle and placed it to the side, upon re-inserting the needle, it no longer tracked. Troubleshooting involved advising the surgeon to re-lock trajectory but the surgeon was not able to do so. The site continued without navigation as they had already obtained a tip stop point. The issue extended the surgical time 25 minutes. There was no impact on patient outcome.